Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the part number and lot number were not reported. The patient effects of death, hematoma, shock, and hemorrhage are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. A medical review was conducted by an abbott clinical specialist and concluded: after reviewing all of the information provided, it cannot be definitively stated that the perclose proglide was the direct cause of the patient¿s death, though it may have been a contributing factor. The patient had several comorbidities that may have caused or contributed to the patient¿s death. The root cause of the malposition of the device cannot be determined. The treatments and patient effects are related to the circumstances of the procedure. In this case, it is possible, per the reported information, ¿unknown if perclose proglide closed arteriotomy at correct site,¿ indicates that the device position was possibly suboptimal; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: manner of death: natural added to describe event or problem as inadvertently missed off the initial report. Health effect - clinical code 3160 was removed.

Event description:
User facility medwatch report #mw5150937 received that states: "describe event or problem: tavr (transcatheter aortic valve replacement). No closure of right femoral arteriotomy using proglide. A 73 yom (year old male), tavr scheduled (B)(6) 2023, surgery "successful". In ICU (intensive care unit), hematoma noted right femoral area. Small arteriotomy found, mass transfusions, hemorrhagic shock, unresponsive, dod (date of death) (B)(6) 2024. Surgeon notes indicate unknown if perclose proglide closed arteriotomy at correct site." Additional information received from the (B)(6) of the medical examiner listed on the death certification summary: date of patient death: (B)(6) 2024. Cause of death: hemorrhage right femoral arteriotomy, tavr procedure, aortic stenosis. Other significant conditions contributing to death: htn [hypertension]; ascvd [atherosclerotic cardiovascular disease]. Manner of death: natural".

Manufacturer narrative:
User facility medwatch report #mw5150937. D4- the UDI number is not known as the catalogue and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 name: medical examiner operations supervisor. E1 address: hospital address provided.

Event description:
User facility medwatch report #mw5150937 received that states: "describe event or problem: tavr (transcatheter aortic valve replacement). No closure of right femoral arteriotomy using proglide. A 73 yom (year old male), tavr scheduled (B)(6) 2023, surgery "successful". In ICU (intensive care unit), hematoma noted right femoral area. Small arteriotomy found, mass transfusions, hemorrhagic shock, unresponsive, dod (date of death) (B)(6) 2024. Surgeon notes indicate unknown if perclose proglide closed arteriotomy at correct site." Additional information received from medical examiner: cause of death: hemorrhage right femoral arteriotomy, tavr procedure, aortic stenosis. Other significant conditions contributing to death: htn [hypertension]; ascvd [atherosclerotic cardiovascular disease].